Manufacturer narrative:
The insulin pump passed the displacement test and self test. Multiple boluses were programmed and all were delivered properly. No unexpected max delivery alarm was noted during testing. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was told by his doctor that he needs a new insulin pump since his current pump was not working. Customer was told that the max bolus alert on the pump can be changed, but the customer refused troubleshooting. Customer stated that the pump was showing an alert that stated max bolus exceeds. Customer reported that the doctor attempted to troubleshoot in his office, but was not able to make it work. Customer stated that he will send the pump back for testing. No additional information provided.